Manufacturer narrative:
Date of event: exact date unknown, event occurred two to three months ago.

Event description:
It was reported that the patients ipg was nonfunctional and could not be charged back up. The patient underwent a revision procedure wherein the ipg was replaced and was not returned. The patient was doing well postoperatively.